Event description:
Provider states that the user goes to the park daily and notices that the scooter tends to stop on her ride to and from. Consumer advised that the users husband has the same scooter and his does not stop during the trip. Provider did a load test on the batteries and they failed. No additional information provided